Event description:
Leakage through the springwheel valve throughout the procedure. Tip cover caught on the edge of the sheath and accordioned the sheath and this resulted in a moderate amount of plaque stripping.